Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn't start. Review of the log file didn't confirm the reported malfunction. The fse checked the system and found that the issue was most likely caused by a defective disk bay, which resulted in no power to the disk. The failure analysis of the suite pc confirmed the cause of the failure with the missing ssd (solid state drive). However, the fse replaced the suite pc which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the suite pc failed to startup. No harm has been reported to philips. Philips has started an investigation of this complaint.